Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during a supposed revision procedure to upgrade the device, a small infection at the pocket site was noticed. The physician believed that the infection was not device related and the cause was unknown. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.